Event description:
It was reported the single use 3-lumen extraction balloon v cracked when it was inflated. The issue occurred during a therapeutic bile duct stone removal procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.